Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number:3006705815-2022-17676. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information obtained indicates the leads were replaced to address the issue.